Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the device and a capsular contracture baker grade IV. The device has been removed and a capsulectomy was preformed. This record is for the right side.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, red particles, device appearance, crease fold (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening and a missing piece of the shell due to inconclusive.

Event description:
Physician reported a rupture of the device and a capsular contracture baker grade IV. The device has been removed and a capsulectomy was preformed. This record is for the right side.